Manufacturer narrative:
(B)(4) ("screw stripped"). Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the r eported event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent l3/l4 spinal fusion under a mast technique, for the treatment of stenosis of the lumbar spine. Intra-op, after the left and right rods were placed and reduction was performed, metal squeaking was heard when the setscrew was driven in. The surgeon replaced it with a second setscrew and the same metal squeaking and inability to final tighten the setscrew occurred. Both the set screws placed at right l3 level showed signs of stripping. Surgeon, after the failure of the two set screws, was unable to final tighten the right l3 level, it kept spinning in the extender tab/tulip head of the screw. It was recommended to change (for precautionary reasons) the screw with lot # h5166940 suspecting that the stripping of the former screws might have damaged it as well. No patient complications were reported.

Manufacturer narrative:
Product analysis: visual examination of the returned mas implant identified remaining attached reduction break-off tab was bent as received. This bent or angulated condition could contribute to associated set screw thread damage, as visually and optically identified on the associated returned break-off set screw implants. The set screw thread damage is consistent with attempted insertion of the set screw into bent/angulated mas reduction tabs.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.